Manufacturer narrative:
Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist automated insulin delivery (aid) system user guide provides information about system alarms and the recommended actions associated with them, as well as ways to prevent hyperglycemia. Users are also instructed to have a backup insulin therapy available at all times. The user remains ongoing on their twiist pump. No additional information relevant to the reported event has been made available to millyard advanced medical products, llc, at this time.

Event description:
An initial event notification was received by sequel med tech, llc, on 22-apr-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported receiving a cassette-related alarm the night of (B)(6) 2026 but did not hear it. It was reported that the twiist automated insulin delivery system had triggered the cassette low alarm, followed by the cassette empty alarm, per design. Upon waking several hours later, the user observed that the twiist cassette was empty. At that time, the user's continuous glucose monitor readings were >400 mg/dl and the user began vomiting. The user successfully replaced the cassette; however, symptoms had progressed and the user was admitted to the hospital with diabetic ketoacidosis (dka). The user was treated with intravenous insulin and fluids and was discharged on (B)(6) 2026. The user remains ongoing on their twiist pump.